Event description:
Approximately forty-four months after the implantation, the patient underwent an excision and closure of his sternal wound via local flap reconstruction from his right lateral upper leg. The details of this surgery were not provided. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.